Manufacturer narrative:
H4: the lot was manufactured april 28, 2021 to april 29, 2021. H10: the actual device was not available; however, a companion sample and a photograph of the actual device were received for evaluation. Visual inspection of the companion sample was performed which observed no evidence of rupture on the bladder. A functional flow test was performed by filling the bladder with dextrose solution to the nominal volume. During and after the flow test, no evidence of rupture was observed from the bladder. The reported condition was not verified on the companion sample. The companion sample was found to be conforming product. Additionally, a visual inspection of the photograph for the actual device identified a ruptured bladder. The reported condition was verified for the actual device. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon of a large volume infusor ruptured. It was not specified when in the process step this occurred. The device was filled with fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.